Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during use, during fill 1 of 4. The home patient (hp) needed to end therapy in fill 1 of 4. Per the hp the cassette leaked. The baxter technical service representative (tsr) asked the hp if there was any alarm and per the hp, check heater line (chl) occurred. They helped the hp to clear the alarm and helped the hp to end therapy in fill 1 of 4. The fill volume (fv) equaled 46ml. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the home patient on (B)(6) 2012 and he was able to resume therapy after starting over with new supplies. He said that the cassette leaked from where the heater line connected to it. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded but the lot number was known, therefore no sample evaluation could be performed. A batch review will be performed. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.